Manufacturer narrative:
Date sent to the FDA: 01/22/2021. The manufacturing records couldn't be reviewed as the batch number is unknown. Additional h3 summary: a picture was received for evaluation. Upon to visual inspection of the picture, a plastic bag with a labeled winding former with a suture appears to be broken of product code sxpp1a406 could be observed. No conclusion could be reached as on what caused the reported complaint, since the sample was not returned for analysis. Additional information was requested, and the following was obtained: what is the lot number? Unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020, and barbed suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.